Event description:
It was reported that 3 bd vacutainer® ultratouch¿ push button blood collection sets failed to retract during use, with one set resulting in a needle stick injury. However, no further details or medical intervention was provided by the customer. The following information was provided by the initial reporter: "the needle does not fully retract when button is pushed, only approx. Half way. Just an fyi. We have had 3 butterflies not retract from this lot number. Two different sites and one needle stick incident."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA 891355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® ultratouch¿ push button blood collection sets failed to retract during use, with one set resulting in a needle stick injury. However, no further details or medical intervention was provided by the customer. The following information was provided by the initial reporter: "the needle does not fully retract when button is pushed, only approx. Half way. Just an fyi. We have had 3 butterflies not retract from this lot number. Two different sites and one needle stick incident."